Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood, with blood glucose of 22 mg/dl at the time of the incident. The customer delivered a 25 unit bolus based off an incorrect meter reading. The customer was given intravenous fluids to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer stated that their blood glucose meter was giving incorrect readings and led to the low incident. The meter was reading over 600 mg/dl but their doctor stated they were probably in the 200 mg/dl range. The insulin pump will not be returned for analysis.